Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had atrial fibrillation (af) with 2:1 ventricular conduction. The right atrial (ra) pacing is competing with the intrinsic p-waves every other beat which is normal function as this device is programmed to ddir mode however every other ventricular intrinsic beat is being classified as premature ventricular contraction (pvc) because there are no atrial paces between the previous ventricular sense event and the pvc. As a result there were more than two seconds between ventricular events. No adverse patient effects were reported. The device was reprogrammed and the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.